Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switch episodes due to noise on atrial channel was observed during follow-up in clinic. Noise was reproducible minimally during particular arm movement. No intervention was performed. Patient will have chest x-ray done at next follow-up. Patient was stable and will continue to be monitored.